Event description:
The pt had multiple fenestrated atrial septal defects. The pt was prepped at both the femoral and jugular access because the physician wasn't certain at how he was going to reach all three of the pt's defects. The first device was deployed and implanted successfully; the second device (26mm amplatzer septal occluder) was released and fell into the left atrium. Device was retrieved with a snare and removed by a 14f sheath through the jugular. The third device to close the inferior defect next to the ivc wasn't attempted due to possible ivc obstruction. The pt is stable.

Manufacturer narrative:
Since being notified of the event, aga medical has requested add'l info from the physician on 12/06/2006, 12/20/2006, and 01/03/2006. As of the filing of this report, no add'l info has been received by aga medical.